Event description:
It was reported that the spinal cord stimulation scs patient experienced inadequate stimulation. The patients device was reprogrammed, however, the reported event did not resolve. The patient underwent a procedure where an additional lead was added. Postoperatively, the patient was doing well.